Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain, swelling, poor range of motion and inflammation are known adverse effects of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has experienced swelling, reduced range of motion, inflammation and spasms in the knee approximately four (4) months following right knee arthroplasty. The patient has undergone two (2) knee manipulations to address limited mobility, however, the patient's symptoms have not resolved.

Manufacturer narrative:
(B)(4). Concomitant devices - persona stemmed cemented tibial component right size e catalog #: 42532007102 lot #: 64931515, persona medial congruent articular surface right 10mm. Catalog #: 42522100810 lot #: 64931026, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 64969194. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2021-00299, 3007963827-2021-00300, 0002648920-2021-00412.